Event description:
Additional information was received from a company representative. The healthcare provider¿s name and address provided were confirmed by the physician.

Manufacturer narrative:
H11: section e: the facility name and address were updated/corrected regarding additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that during a procedure, when the connector was taken out of the package, one of the caps (collets) on the pin connector was loose and not firmly connected to the rest of the system. It was further reported that another surgeon that moved to this hospital just recently said that experienced this quite a few times already at his old hospital. No patient symptom was reported. Additional information received from a foreign healthcare provider (hcp) via a company representative (rep) on 2025-01-17 indicated it was unknown exactly the number of cases that occurred regarding the report of another surgeon experiencing the caps on the pin connector having been loose, but he said it must have been about 5-6 times. The date of the events, specific to each patient were asked but unknown. It was noted it happened with model 8781 and 8782, and they did not have additional information. It was reported that sometimes they were able to catch it before falling and getting unsterile. Sometimes they opened a new catheter. It was noted there would be no return and the devices were either in use or discarded.